Manufacturer narrative:
Determination of root cause: assessment: log file review of the system for the date of this patient's surgery showed the system was operating to specifications. Clinical information obtained through med watch form received from the facility, was limited to an indication of infiltrates in the right eye (od) 4 days after photorefractive keratotomy (prk), medically tested and continuing to improve with medications. Further communication with the site indicated that the corneal infiltrate has resolved, the patient demonstrated a negligible residual refractive error temporary in nature with no loss of best corrected visual acuity (bcva) and showed a "normal recovery" from prk. The event was reported by the surgeon to be unrelated to the laser. No additional information was provided. Corneal infiltrates are hazy areas composed of inflammatory cells that, although its etiology is unknown, it may be multifactorial associated with contaminants from instruments or sterilizers, talc, bacteria on the eyelids or contact lens hypoxia among others (1) (2). Severity level could not be assessed as the complaint could not be confirmed and further investigated due to lack of information. References: when good refractive surgery goes bad, lasik complications and what to do about them, (B) (6), cont educ on the web, (B) (6) university, may 2003. Bilateral corneal infiltrates after excimer laser photorefractive keratectomy, rao et al, jcrs 26:3, march 2000. (B) (4)

Event description:
Adverse event: undercorrection. Infiltrates. Received a voluntary medwatch from the facility regarding a patient that presented with infiltrates at 4 days post-op. No infiltrates were noted at post-op day 1-3. The patient was started on vancomycin and zymar q 1/2 hour, alternating the 2 meds. Discontinued steroid in that eye. Patient was seen the following day and infiltrates were improved and the staining areas decreased. Patient complained of burning and discomfort after using vancomycin. Decreased zymar and vancomycin to q1 alternating meds. Patient was to return the following day. During a follow-up call to the site, the director of clinical services stated the corneal infiltrate has resolved, the patient is no longer taking vancomycin and is on a tapering dose of flarex. Patient's mr at that time was -.50-.50 x 180 and bcva was 20/20. The patient's left eye did not exhibit infiltrates; mr on the left eye was plano-.50 x 180 with bcva of 20/20. The director stated there is no loss of bcva for either eye and the slight deviation from plano sphere is temporary in nature. The surgeon does not believe the infiltrate was caused by the laser. No further information regarding this patient is expected.